Event description:
Additional information received reported the patient experienced increased spasticity, tightness, clonus while lying down, and the inability to sleep due to tone. Troubleshooting included thoracolumbar x-rays on (B)(6) 2014, a dye study on (B)(6) 2014, a computed tomography (CT) of the thoracic spine on (B)(6) 2014, and a thoracic MRI on (B)(6) 2014. It was noted the patient was doing well and the spasticity/tone again are well controlled on an unchanged dose.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body hole or tear caused by connector pin. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the family of the patient thought that the patient had been better before and was not doing as well with the therapy recently. A dye study was done and they found no issue with the catheter. The pump and catheter were replaced. The pump was delivering gablofen. It was later reported that there was no patient injury. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.